Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and a capture anomaly. The alert threshold was lowered. No medical intervention was performed. The patient&#38112;condition was fine post event and would continue to be monitored.